Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain- pelvic') in an adult female patient who had essure (batch no. 654848) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed". The patient's medical history included c-section and epilepsy. Previously administered products included for an unreported indication: oral contraceptive, carbamazepine and depo provera. Concomitant products included carbamazepine. On (B)(6)2009, the patient had essure inserted. In (B)(6)2012, the patient experienced abdominal pain ("pain- abdominal"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), rash ("rashes or skin conditions type: unknown skin rash"), migraine ("migraines / headaches"), tooth disorder ("dental problems") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes),oophorectomy). Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain, abdominal pain, rash, migraine, tooth disorder, fatigue and weight increased outcome was unknown and the dysmenorrhoea, menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, dysmenorrhoea, fatigue, menorrhagia, migraine, pelvic pain, rash, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic/abdominal pain and menorrhagia (heavy menstrual bleeding). Discrepancy noted for date(s) of removal: (B)(6)2014. Current weight 135 lbs . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-jan-2020: pfs and mr received. Reporter information, lot number, medical history, concomitant drug added. Events: abnormal bleeding (vaginal), rashes or skin conditions type: unknown skin rash, migraines / headaches, dental problems, dysmenorrhea (cramping), fatigue, weight gain added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain- pelvic') in an adult female patient who had essure (batch no. 654848) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed". The patient's medical history included multiple caesarean sections and epilepsy. Previously administered products included for an unreported indication: oral contraceptive, carbamazepine and depo provera. Concomitant products included carbamazepine. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2012, the patient experienced abdominal pain ("pain- abdominal"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), rash ("rashes or skin conditions type: unknown skin rash"), migraine ("migraines / headaches"), tooth disorder ("dental problems") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes),oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, rash, migraine, tooth disorder, fatigue and weight increased outcome was unknown and the dysmenorrhoea, menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, dysmenorrhoea, fatigue, menorrhagia, migraine, pelvic pain, rash, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic/abdominal pain and menorrhagia (heavy menstrual bleeding). Discrepancy noted for date(s) of removal: (B)(6) 2014 current weight 135 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. Lot number:654848, manufacturing date:2009/07, expiration date:2012/07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-mar-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain- pelvic') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain- abdominal") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain and menorrhagia outcome was unknown. The reporter considered abdominal pain, menorrhagia and pelvic pain to be related to essure. The reporter commented: patient received treatment for pelvic/abdominal pain and menorrhagia (heavy menstrual bleeding). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: plaintiff fact sheet received: incident category updated. Event injury to herself replaced by new events pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding) and device monitoring procedure not performed, patient dob, reporter information, insertion and removal dates updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.